Event description:
Patient had procedure on (B)(6) 2025 of which there was insertion of getinge manf product code 22062 6x50 graft lot 5196368019 and getinge manf product code 22075 6x80cm graft lot 514635001. Patient presented again on (B)(6) 2025 where it was discovered patient had hematoma at the right infraclavicular incision. During the exploration of incision site, the surgeon noted "there were prolene sutures in the axillary artery and the axillary limb of the axillary bifemoral bypass was completely avulsed and retracted into the subcutaneous tissue of the right chest wall" summary of graft failure. The suture site into the graft failed and pulled through the graft and remained in the artery. While performing case (B)(6) 2025 another getinge manf product code 22062 6x50 lot # 509942014 was used and presented issues with the suture pulling through the graft material. This was compensated by the surgeon during the procedure by having to take larger "bites" of the graft to achieve hemostasis.